Event description:
It was reported that patient presented with atrial lead noise that resulted in inappropriate mode switching. Currently there are no plans to revise the lead or reprogram the device. Patient is stable and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.